Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ peripheral neuropathy. It was reported that the patient was trying to charge his implant last night and the recharger (insr) screen was flashing. Patient stated that he got it where the insr was starting to charge his implant but his stimulation wasn't coming on. During the call patient services asked the patient to place the insr antenna on his implant then start a charging session. Patient was able to start a charging session and stated all coupling boxes were shaded. No further complications were reported/anticipated.